Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("altered general health condition"), sleep disorder ("sleep disorders") and device intolerance ("suspected intolerance to essure inserts") and was found to have weight decreased ("weight loss of 7 kg"). The patient was treated with surgery (bilateral salpingectomy via celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, general physical health deterioration, weight decreased, sleep disorder and device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance, general physical health deterioration, pelvic pain, sleep disorder and weight decreased with essure. The reporter commented: essure implants were not returned back as they were probably discarded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient demographic data were updated. Essure was removed via laparoscopic bilateral salpingectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in (B)(4), reference number: (B)(4)) on 27-dec-2018. The most recent information was received on 04-jan-2019. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("altered general health condition"), sleep disorder ("sleep disorders") and device intolerance ("suspected intolerance to essure inserts") and was found to have weight decreased ("weight loss of 7 kg"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, general physical health deterioration, weight decreased, sleep disorder and device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance, general physical health deterioration, pelvic pain, sleep disorder and weight decreased with essure. The reporter commented: essure implants were not returned back as they were probably discarded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-jan-2019: follow up information received from the health authorities. The patient initials and age were specified. The insertion and removal dates of essure were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("altered general health condition"), sleep disorder ("sleep disorders") and device intolerance ("suspected intolerance to essure inserts") and was found to have weight decreased ("weight loss of 7 kg"). Essure was removed. At the time of the report, the pelvic pain, general physical health deterioration, weight decreased, sleep disorder and device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance, general physical health deterioration, pelvic pain, sleep disorder and weight decreased with essure. The reporter commented: no information about removal was provided except that sample was not kept. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.